Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined. Furthermore, a direct correlation between heartmate 3 lvas and the reported events could not be conclusively established through this evaluation. The account reported that the patient presented to the lvad clinic on (B)(6) 2019 stating there was a scab on her driveline. The patient denied injury but admitted that the driveline tugged and had been pulling. An assessment of the driveline revealed no signs of erythema, fluctuance, or tenderness; however, dried blood was noted at the exit site. After cleansing, a small area of bleeding and slight hypergranulation was noted. Wound cultures were positive for staph epi. The patient was started on 500 mg of keflex taken orally (po) for 10 days and was instructed to change the driveline dressing daily. After completing 7 days of oral antibiotics, evaluation of the driveline revealed that the exit site remained stable with no drainage, pain or bleeding. The driveline was secured with an anchor and the patient was instructed by the vad team to stop antibiotics on (B)(6) 2019. The patient remains ongoing on heartmate 3 lvas and no further related events have been reported at this time. The hm3 lvas IFU lists bleeding and driveline infection as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event there is a risk of bleeding. Care instructions regarding how to prevent infection as well as suggested responses in the event of infection are provided in several sections of this IFU. The heartmate 3 lvas IFU is currently available. Section 1 of this IFU lists bleeding and infection (localized, driveline, and pump pocket) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event there is a risk of bleeding. Care instructions regarding how to prevent infection as well as suggested responses in the event of infection are provided in several sections of this document including ¿caring for the driveline exit site¿ and ¿controlling infection¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2019 stating she noticed a scab on her driveline. The patient denied injury but stated the driveline tugs and it has been pulling. Assessment of the driveline showed no erythema, fluctuance or tenderness but dried blood was noted at the exit site. After cleansing a small area of bleeding a slight hypergranulaton was noted and the patient was started on keflex 500 mg po x 10 days and instructed to change the dressing daily. The wound culture was positive for staph epi. The patient continued 7 days of antibiotic and then discontinued as the site remained stable with no drainage, pain, or bleeding. The driveline was secured with anchor. Patient was instructed by the vad team to stop antibiotics on (B)(6) 2019. No additional information was reported.